Manufacturer narrative:
Correction d9 the date returned to manufacturer should have been april 27, 2021 instead of april 14, 2021. The reported event of incorrect measurement was not confirmed. Final analysis of device was performed, no anomalies were found. Longevity assessment was performed, device was in the normal range of operation with appropriate remaining longevity. The cause of discrepancy in device longevity could not be determined.

Manufacturer narrative:
Correction: h6 coding,

Event description:
It was reported that the patient reported for a follow-up in clinic. It was observed that the patient's pacemaker depleted faster than the longevity estimations suggested on multiple occasions, and the physician was concerned that the device overestimated the battery life expectancy. The device was explanted and replaced. There were no patient consequences.